Event description:
It was reported that the handpiece overheated. Multiple attempts to gather additional info on the event were unsuccessful. Adverse consequences are unk, but at this time there have been no known adverse consequences reported to the manufacturer.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with ebox motor controller, which was replaced along with other components.